Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient sustained a head injury in 2019 (specific date not reported) and subsequently, open circuit was noted on one electrode (mp1). The patient experienced poor sound quality with the implanted device. Re-programming attempts were made; however, the issue could not be resolved. There are plans to explant the device due to the open circuit; and the device was explanted on (B)(6) 2025. The patient was re-implanted with a new device during the same surgery.